Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient accidentally removed the transfer set. The same day as the event onset, the patient was hospitalized and treated with vancomycin injection (250mfm every 5th day, intraperitoneal, for 14 days, ongoing) and ceftazidime injection (250mg, once daily, intraperitoneal, for 14 days, ongoing) for peritonitis. Six days after the event onset, the patient was discharged from the hospital and has recovered from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.